Manufacturer narrative:
Findings: pump received with blank display due to moisture damage electronic assembly. Unable to perform the displacement test due to blank display. No moisture damage found on the motor, battery tube and vibrator assembly however, moisture damage was found on the keypad traces during visual inspection. Pump received with cracked reservoir tube lip, minor scratched display window and scratched reservoir tube window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was 120 mg/dl. The customer reported that the device was exposed to water. The customer reported that the device was in a flood. Customer stated that the pump display went blank immediately after exposure to moisture. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan.